Event description:
It was reported that during an unknown procedure, regarding 1st device, the tissue pad peeled away when a nurse cleaned the device. The 2nd device was activated intermittently. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.